Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a follow up report will be submitted. (B)(4).

Event description:
It was reported the sheath handle disengaged from the sheath during the procedure. Blood was noted to be leaking from the area where the sheath had separated from the handle. The physician was able to complete the procedure with no reported consequences to the patient.